Event description:
The patient contacted animas on (B)(6) 2012, stating the ok button was sticking. The patient claimed that after rebooting the pump the ok button was no longer sticking. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and cleaned it with a dry cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: during investigation, the keypad was found to be undamaged and the ok button was unresponsive to user presses. The keypad was opened and there were contaminants found under the contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.